Event description:
A surgeon reported that during cataract surgery a handpiece got overheated and they had to replace it. Surgeon reported it was too warm to keep it in his hand and handpiece was replaced to finish surgery. Surgery was completed without complications and there was no patient harm. Additional information has been requested but not received to date. This is one of two reports being filled for the same facility. This file is for the first surgery.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed minor dents in the irrigation line, but no other visual nonconformities. Refer to the attached investigation log and picture. Full functional testing on the returned handpiece and cable was performed. To test for the reported event, the handpiece temperature was measured before and after being run at full power for a minute. The handpiece was found to meet specifications for all testing performed. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).